Manufacturer narrative:
Type 2 diabetic on vgo since (B)(6) 2015 reported that she could not fill a v-go because the ez fill accessory plunger would not go down. Upon review with the patient, it was determined the patient was taking off the needle button cover before putting it in the ez fill drawer. This was causing the port hole of the v-go to be misaligned with the needle inside the ez fill drawer, and causing the needle to get bent. Patient went to the hospital on (B)(6) for hyperglycemia and hypertension. At the time she was not wearing a v-go because she could not fill it, due to the problem with the plunger not being able to be depressed. She reported a headache, she was stumbling and confused. Her bg was 600 and she was treated with intravenous insulin. Patient was admitted to the hospital for observation and treatment of symptomatic hyperglycemia and hypertension. Patient was discharged on insulin pens. The device was not returned for evaluation. Root cause could not be determined based upon the information provided.

Event description:
Type 2 diabetic on vgo since (B)(6) 2015 reported that she could not fill a v-go because the ez fill accessory plunger would not go down. Upon review with the patient, it was determined the patient was taking off the needle button cover before putting it in the ez fill drawer. This was causing the port hole of the v-go to be misaligned with the needle inside the ez fill drawer, and causing the needle to get bent. Patient went to the hospital on (B)(6) for hyperglycemia and hypertension. At the time she was not wearing a v-go because she could not fill it, due to the problem with the plunger not being able to be depressed. She reported a headache, she was stumbling and confused. Her bg was 600 and she was treated with intravenous insulin. Patient was admitted to the hospital for observation and treatment of symptomatic hyperglycemia and hypertension. Patient was discharged on insulin pens. The device was not returned for evaluation.

Manufacturer narrative:
The device was returned and evaluated. The conclusion was: returned ez fill will not depress the plunger to aspirate insulin to fill a vgo due to a bent fill needle. Bent fill needles are typically a result of user error. Block d4 - serial #, UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed (B)(4). Block d10- device returned. Block e1- initial reporter corrected. Block e2- health professional - no checked. Block e3- non healthcare professional. Block g7 - follow up #1. Block h2- device returned. Block h3- additional information. Block h4 - device MFR date. Block h6 - method 10, results 3098, conclusion 61.